Manufacturer narrative:
Planned revision for patient with a bicompartmental knee resurfacing device. Review of the device history record indicated that the device was manufactured to specification.

Event description:
Planned revision for patient with a bicompartmental knee resurfacing device.